Manufacturer narrative:
Additional information was received indicating that the physician determined that the patient did not have an infection, but instead was experiencing mechanical pain at the pocket site due to the patient running into something and hitting the ipg site. The patient was experiencing pain and swelling so the physician prescribed the patient pain medication. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
It was reported that the patient had a pinching sensation at the pocket site and it is swollen. The physician believes the patient has an infection at the pocket site.

Event description:
It was reported that the patient had a pinching sensation at the pocket site and it is swollen. The physician believes the patient has an infection at the pocket site.

Event description:
It was reported that the patient had a pinching sensation at the pocket site and it is swollen. The physician believes the patient has an infection at the pocket site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. The physician replaced the ipg. The ipg was discarded by the medical facility and will not be returned for evaluation.

Event description:
It was reported that the patient had a pinching sensation at the pocket site and it is swollen. The physician believes the patient has an infection at the pocket site.